Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) systems low energy shock impedance measured 220 ohms. Technical services (ts) recommended an in-person evaluation along with x-rays and to consider defibrillation threshold (dft) testing. A review of historical impedance trend noted a gradual rise in impendences. Subsequently, (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) systems low energy shock impedance measured 220 ohms. Technical services (ts) recommended an in-person evaluation along with x-rays and to consider defibrillation threshold (dft) testing. A review of historical impedance trend noted a gradual rise in impendences. Subsequently, (s-ICD) system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.